Manufacturer narrative:
During preventive maintenance on 04/18/2023, the autopulse platform sn (B)(6) failed functional testing as the start button did not function intermittently due to a defective user interface (ui) membrane switch. No patient involvement. During preventative maintenance (pm), the green start button of the autopulse platform sn (B)(6) did not function intermittently. The root cause for the observed issue was due to defective user interface (ui) membrane as a result of normal wear and tear. The autopulse platform was manufactured in january 2008, and it is more than 15 years old and has exceeded its expected service life of 5 years. The visual inspection of the platform revealed a cracked front enclosure. The observed crack on the front enclosure was likely attributed to user mishandling. The front enclosure was replaced to address the observed physical damages. Functional testing could not be performed due to a defective ui membrane. The ui membrane switch assembly was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Event description:
During preventive maintenance on 04/18/2023, the autopulse platform sn (B)(6) failed functional testing as the start button did not function intermittently due to a defective user interface (ui) membrane switch. No patient involvement.